Event description:
It was reported that attempts to interrogate the pulse generator using rf telemetry resulted in the message -cannot be interrogated-. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the memory streaming frames received by the radio frequency exhibited errors during interrogation.